Event description:
It was reported that during use of this drill, the pt's lower lip got burnt. Antibiotic ointment was applied to the area and the pt was discharged home. To date, no further treatment is anticipated.

Manufacturer narrative:
Investigation results: the handpiece was received for evaluation and during testing, it did not get hot; it operated within temperature specification. Further investigation did find rotor bearing failure, blisters on the cast stator and the cable failed ground bond testing. The customer will be contacted to provide servicing info for this product.